Event description:
Customer reports back to back testing on the same meter with an old vial of stirps and a new vial of stirps while using the advantage system with results of 33 mg/dl on the new vial of strips (system #1), 101mg/dl on the old vial of strips (system #2) and 39 mg/dl on the new vial of strips (system #1). No adverse event reported. A request was made for return of the suspect product and a replacement was sent.

Manufacturer narrative:
This medwatch is for the suspect device used in advantage system #2. Please see medwatch with a1 patient for suspect device in advantage system #1.